Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex with a prismaflex m150 filter set, using citrate anticoagulation. Reportedly, the patient became hypertensive, hypotensive and had a cardiac arrest as soon as the blood in the extracorporeal filter reached the m150 filter with successful resuscitation. The patient sent for CT and the ionized ca was low but had allegedly been in the normal range prior to treatment start.